Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6) ) was experiencing stimulation in an unintended location. In turn, the patient underwent surgical intervention on (B)(6) 2015 to reposition the leads due to lead migration. Effective therapy was restored post-operative. The event date is unknown.